Event description:
The rptr indicated that two diagnostic anomalies were observed. The atrial intervals were <70 msec absolute atrial refractory. The number of intervals in the episode was a negative number.

Manufacturer narrative:
Atrial diagnosis can log intervals to 70ms. The 41ms interval could result from a non-mode-switched pace event in the presence of a high atrial rate. This is normal behavior for the device. No further action is required.